Event description:
The time of event is unknown.there was no report of patient harm.video image failure(blackout).

Manufacturer narrative:
We checked the returned unit and confirmed that the ccd wire was broken. Based on the result, we concluded that it was caused due to the excessive force applied on the ccd wire. In addition, we confirmed that the insertion flexible tube (ift) fluid damage, the control body fluid damage, the remote control wire fluid damage, the ground wire fluid damage, the light guide fiber bundle (lcb) fluid damage, the light guide cable fluid damage, the ccd driver pcb fluid damage, the lg cable connector fluid damage, the segment corroded, the control body corroded, the mechanical base plate corroded, the electrical connector corroded, the shield cover corroded, the glass rod corroded, the operation channel leak, the operation channel cut, the biopsy inlet t-piece dirty, the lg water supply tubes dirty, the lg water jet supply tubes dirty, the lg air supply tubes dirty, the lg cable connector housing disinfections damage, the distal body worn out, the operation channel resistance, the suction channel kink, the segment steel braid steel braid piercing, the remote control buttons transformer breakdown; however, they are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.